Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to no video display was verified to be caused by a defective integrated circuit on the digital board. The digital board was replaced to resolve the problem. The board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.